Event description:
It was reported that undersensing was noted on the right ventricle (rv) leadless pacemaker. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.